Event description:
It was reported that the patient experienced a undesirable change in their stimulation and only achieved adequate stimulation with bending over at the waist. The lead was subsequently replaced. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Lead model unknown, lot # s00206892, implanted: unk, explanted: (B)(6) 2006, extension model 7495-51, serial# (B)(4), implanted: (B)(6) 1996, explanted: na, lead model 3986ilc, lot# n26051, serial# unk, implanted: (B)(6) 2003, explanted: na, programmer model 7435, serial (B)(4).